Event description:
It was reported that the atrial lead had an impedance increase. The lead was explanted. The replacement lead became damaged at the suture opening during implant and a second lead was then implanted. No patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood on the electrode tip, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the electrode tip, the distal conductor was distorted, the outer insulation was breached cut and the lead appeared damage at implant.